Event description:
Mdi pump malfunctioned while being used on a patient in the MRI room. Machine failed and went into standby mode. Pump alerted to "check door" even though door was closed. FDA safety report ID# (B)(4).